Event description:
The manufacturer received information alleging a ventilator had a smoke odor. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, evidence of physical damage and contamination were observed. The ac inlet and oxygen connector were replaced to correct the issues.

Manufacturer narrative:
The manufacturer previously reported a charging issue with the internal battery. The internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance.